Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. In response to FDA report number mw5083538. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: "rupture." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported via regulatory agency, "left breast ruptured and enlarged lymph nodes under left armpit." Healthcare professional reported capsular contracture, baker grade I. Device has been explanted.